Event description:
Circumcision was completed by physician. When gomco 1.1 bell removed, an abrasion was found on the anterior portion of the gland. The physician examined the interior portion of the gomco 1.1. Bell and discovered a metal spur. The physician felt the abrasion was caused by the metal spur.